Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side "expander, filled to 350- 5 days after surgery patient said the expander started to leak. He didn¿t do any office fill." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, black mold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a striated edge opening in the stable base side, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on stable base side due to surgical damage.

Event description:
Healthcare provider reported right side "expander, filled to 350- 5 days after surgery patient said the expander started to leak. He didn't do any office fill." Device has been explanted.